Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 laser fiber was used during a holmium laser lithotripsy procedure. According to the complainant, during the procedure and outside the patient, the fiber connector was hotter than normal. Reportedly, there was no burn injury to the nurse/physician. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.